Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had discomfort due to the implantable neurostimulator. It was stated, the patient had good therapy and reported no other issues other than the discomfort. The patient was to have a pocket site revision on the day of this report. Patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Supplemental information received reported that the patient was doing fine and effective therapy continued. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).